Event description:
It was reported that the unit was not functioning. It was further reported that there was a blue light and e-2 error on the display. There were no adverse consequences.

Manufacturer narrative:
Additional info will be provided once the investigation is completed.